Event description:
A surgeon reported that a pt developed endophthalmitis following implantation of an intraocular lens (iol). The association between this event and the iol is not known. Add'l info has been requested.

Event description:
Add'l info provided by the reporting surgeon indicates that the pt underwent a vitreous tap and had antibiotics and steroid injected into the vitreous. Cultures grew out staphylococcus. The pt is being followed by a retinal specialist and is reported to be progressing satisfactorily with significant improvement in vision.

Event description:
The pt's attorney provided medical records and correspondence for review. The pt's progress has been followed by pt's surgeon and a consulting vitreo-retinal specialist. In march, the pt was examined by another vitreo-retinal specialist for a second opinion regarding pt's diagnosis and management of acute endophthalmitis. The second opinion states the pt was well treated with no evidence of any residual or recurrent infection. His assessment and recommendations indicate the pt would likely regain more vision as the vitreous inflammatory debris clears over time. Severe opacification of the pt's posterior capsule was identified in 5/2001. A capsulotomy was performed. Prior to the capsulotomy, the pt's visual acuity (va) was count fingers (os). Following the procedure vision was improveable to 20/80. In june, the pt was able to obtain 20/30 vision. In 8/2001, examination revealed a question of some loss of peripheral vision, but did not reveal an abnormality to explain the pt's central vision loss. A consultation with a neuro-ophthalmologist was arranged. The neuro-ophthalmologist performed an extensive eval. On exam, the pt's va was 20/20 od with correction and 20/30 +1 vison os could be achieved with -0.75 sphere. Prior to surgery, the pt's va with glasses was 20/25 +1 (od) and 20/60 -1 (os). A diagnosis of inflammatory optic neuropathy as part of the original endophthalmitis was identified and described as nonprogressive. The pt may still show improvement for up to 12 months from the original infection.